Event description:
Patient reported: patient had "hernia repair in 2003 and has felt a tearing and pulling sensation since then. She had an x-ray of the area and they could see a number of metallic rings in an oval pattern." Patient reported she is going to see her surgeon in late 2008 to discuss options.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact information was provided, therefore, no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge.